Manufacturer narrative:
(B)(4). Boston scientific received the serial number for this device was the journal author. This device was electively explanted in mid-(B)(6) 2013 due to normal battery depletion. The device was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Kozik, t. M., g. Chien, et al. (2014). "Ipad2(r) use in patients with implantable cardioverter defibrillators causes electromagnetic interference: the emit study." J am heart assoc 3(2): e000746.

Event description:
Boston scientific received information from a journal article that 27 patients with implantable cardioverter defibrillators participated in a study to determine whether the ipad2 can cause electromagnetic interference (emi). The ipad2 was held at reading distance and placed directly over the device with cellular data capability activated and deactivated. The presence of emi was detected by using a programmer supplied by each manufacturer. Magnet mode with suspension of anti-tachycardia therapy was triggered in 9 (33%) patients. All occurred when the ipad2 was placed directly over the device. The cellular data status did not cause interference and no noise or oversensing was noted. Of the nine device, four boston scientific devices (teligen (n=1), vitality (n=2) and vitality 2 (n=1)) were identified as having caused magnet mode. Additionally, in two of the positive magnet mode triggers of boston scientific patients, the devices were permanently programmed off when the ipad2 was placed on the patient's chest over their device. When the magnet was removed, the devices were no longer in active tachycardia mode. According to the journal author, in older boston scientific devices including vitality 1, the device has a feature called ¿change tachy mode with magnet¿ in which the ICD¿s anti-tachycardia feature ('tachycardia mode') will be programmed off when a magnet is applied to the implanted device for at least 30 seconds. This feature will not resume until a magnet is once again reapplied for at least 30 seconds. The journal author concludes that patients with older devices that develop a magnet mode trigger with an ipad2 are at risk for untreated tachyarrhythmias, since their icds may remain off for an extended period of time. For those devices in which the ipad2 triggers magnet mode with suspension of antitachycardia therapy are also at risk if the patient develops life-threatening arrhythmias while the ipad2 is in close proximity of the device.